Manufacturer narrative:
Investigation is still on going- no result so far.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): on 13/07/21 distributor made aware that the part that detached from the instrument has been confirmed to have been retained inside the patient and has been discovered under x-ray. Revision surgery will be required to remove.